Event description:
It was reported that while installing the monopolar curved scissors (mcs) tip cover accessory onto the mcs instrument for a da vinci si hysterectomy procedure, it was noted that the tip cover fit tightly and moved past the orange portion of the instrument. This caused the tip cover to stretch over the shaft of the instrument. It was also observed that the fit was tight when inserting the instrument into the trocar. During instrument removal after use, the tip cover fell into the patient. The tip cover was retrieved laparoscopically and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation despite multiple requests, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the tip cover is returned or if additional information is received.